Manufacturer narrative:
The product was not returned; therefore, it could not be examined at this time. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported black screen. The issue occurred during preparation for use involving an olympus video system center. There was no patient injury reported.